Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Revision op notes demonstrated the patient was revised due to corrosion of the head-neck taper and associated soft tissue reaction. During the revision, significant necrosis, tissue damage, and pseudocapsule were noted. Shell well-fixed and left in place, no sign of metal debris about the cup. The head and liner were replaced without complication. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Additional information does not affect the root cause. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: zimmer liner cat#00631005832 lot#61907567, zimmer cup cat#00620005822 lot#61934278, zimmer stem cat#00771101500 lot#61703042. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04065.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure approximately 4 years post implantation due to corrosion of the head-neck taper and associated soft tissue reaction. During the revision, significant necrosis, tissue damage, and pseudocapsule were noted. The head and liner were replaced without complication. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure approximately 4 years post implantation due to unknown reasons. No further event information available at the time of this report.